Event description:
The customer reported to olympus, the hf-resection electrode broke after two hours of use and fell in the patient's prostate resulting in an additional 15 minutes of operating time. The small piece of metal was recovered. The intended procedure was a urology surgery, prostate resection, and the procedure was completed with the use of a second electrode. The patient did not experience any adverse events or complications. No patient injury was reported.

Manufacturer narrative:
The device has been returned and is pending evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer's reported issue was able to be confirmed. The device was inspected and tested, during the device evaluation it was observed the following: - the loop is ripped out. - the electrode fork is clearly deformed. - the yellow insulation sleeve is deformed. - the fragment is rusted near the breaking point. - the proximal end is rusted. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to improper handling/excessive force (reusing a single-use product). Olympus will continue to monitor field performance for this device.